Event description:
It was reported that difficulty removing and a tip detachment occurred. The 95 percent stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Ablation was started using a 1.50mm rotapro catheter for in-stent restenosis; however the device got stuck near the proximal edge of the previously placed stent. It was noted that there was difficulty removing this device. The device was removed together with the system. The tip was noted to be detached. There were no fragments left inside the patient. There was no detachment noted with the rotawire. The procedure was completed by dilating the lesion with a balloon catheter. There were no patient complications reported.

Event description:
It was reported that difficulty removing and a tip detachment occurred. The 95 percent stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Ablation was started using a 1.50mm rotapro catheter for in-stent restenosis; however the device got stuck near the proximal edge of the previously placed stent. It was noted that there was difficulty removing this device. The device was removed together with the system. The tip was noted to be detached. There were no fragments left inside the patient. There was no detachment noted with the rotawire. The procedure was completed by dilating the lesion with a balloon catheter. There were no patient complications reported. It was further reported that the target lesion was 3.8mm x 20mm. The previously placed stent in the proximal rca was not a bsc device. Ablation was performed four times at 170,000rpm to 180,000rpm with the rotational burr moving forward and backward without staying one place. Each run was 15 seconds. The patient condition post procedure was good. The physician thought that since the ablation occurred to the ostial of the rca, it was possible that the event was caused by the guiding catheter being slightly unstable and wire bias being not good.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotapro device. The advancer unit and burr unit were received together with a rotawire in the device. The detached burr was received on the wire. The wire was removed from the device and the burr was removed from the wire. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched and broken 137.6cm from the strain relief. Microscopic examination of the detached burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that difficulty removing and a tip detachment occurred. The 95 percent stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Ablation was started using a 1.50mm rotapro catheter for in-stent restenosis; however the device got stuck near the proximal edge of the previously placed stent. It was noted that there was difficulty removing this device. The device was removed together with the system. The tip was noted to be detached. There were no fragments left inside the patient. There was no detachment noted with the rotawire. The procedure was completed by dilating the lesion with a balloon catheter. There were no patient complications reported. It was further reported that the target lesion was 3.8mm x 20mm. The previously placed stent in the proximal rca was not a bsc device. Ablation was performed four times at 170,000rpm to 180,000rpm with the rotational burr moving forward and backward without staying one place. Each run was 15 seconds. The patient condition post procedure was good. The physician thought that since the ablation occurred to the ostial of the rca, it was possible that the event was caused by the guiding catheter being slightly unstable and wire bias being not good.